Event description:
Patient was reported to be experiencing increased seizures. The report came from primary care physician. It was noted that the patient¿s previous neurologist had retired and the patient was scheduled for an appointment with a neurologist. No additional relevant information has been received to date.